Manufacturer narrative:
The device was not returned to olympus for inspection, so the reported failure could not be confirmed. Based on the results of the investigation, a root cause could not be determined as the device was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited a blurry image during set up for a chronic non-atrophic gastritis procedure. The intended procedure was completed using another device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This report was sent in error as blurry image would not cause or contribute to a death or a serious injury if it were to recur should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.